Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The diagnosis was confirmed at a consultation with a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2022. The patient was fully recovered after the revision surgery. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 31-jan-2022, mentor received additional information regarding the patient¿s symptoms and the replacement device. The patient experienced bilateral capsular contracture (grade unknown). The size of the replacement device is 325cc. On 7-feb-2022, mentor received additional information regarding the patient¿s symptoms and the replacement device. The baker grade of the patient¿s capsular contracture is grade IV bilaterally. The replacement devices are two 325cc mentor memorygel breast implant prostheses (catalog #: 3503254bc, left serial #: (B)(6), right serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-feb-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed an area of shell abrasion on the posterior view. In addition, a tear was noted within the shell abrasion measuring approximately 2.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).